Event description:
It was reported that the patient had presented remotely via merlin.net. A review of the transmission noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing, which caused pacing inhibition. The noise in the ra lead resulted in an inappropriate mode switch. Programming changes to the atrial sensitivity and electrogram (egm) storage for both leads were performed. The patient remained in stable condition.

Event description:
It was reported that the patient had presented remotely via merlin.net. A review of the transmission noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise likely due to electromagnetic interference (emi). The noise in the ra lead was oversensed resulting in inappropriate mode switch and pacing inhibition. Programming changes to the atrial sensitivity and electrogram (egm) storage for both leads were performed. The patient remained in stable condition.

Manufacturer narrative:
Correction: section b5 - describe event or problem should have been: ¿it was reported that the patient had presented remotely via merlin.net. A review of the transmission noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise likely due to electromagnetic interference (emi). The noise in the ra lead was oversensed resulting in inappropriate mode switch and pacing inhibition. Programming changes to the atrial sensitivity and electrogram (egm) storage for both leads were performed. The patient remained in stable condition.¿ rather than ¿it was reported that the patient had presented remotely via merlin.net. A review of the transmission noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing, which caused pacing inhibition. The noise in the ra lead resulted in an inappropriate mode switch. Programming changes to the atrial sensitivity and electrogram (egm) storage for both leads were performed. The patient remained in stable condition.¿ section h6 - the correct medical device problem code should have been "signal artifacts/noise" rather than " over-sensing".